Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pilot valve is contaminated causing the unit to alarm and shutting down. Associated malfunctions for this device: compressor loud.